Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) in a few events but was not present when the lead was tested at the patient's clinic. The lead remains in use. No patient complications have been reported as a result of this event.